Manufacturer narrative:
During power up, the device returned a pump error 43 which kept popping up on the lcd display and was not able to be cleared. After further review of the device interior, found moisture on electrical board 1, keypad connector, internal battery connector, keypad flex tail, and motor cable. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on electrical board 1, keypad connector, internal battery connector, keypad flex tail, motor cable and powered the insulin pump on using the battery simulator and device was error 43. The motor was tested outside the device, and it failed. The original motor was replaced and installed in a original electrical board 1, electrical board 2, case, internal battery. Powered up device no pump error 43 popping up on the lcd display noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the pump error 43. In conclusion, the device received with a pump error 43 due to moisture damage motor flex cable. Also, device received with cracked case (battery tube), cracked retainer. The test p-cap locks properly in place in the reservoir compartment noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had error in the motor was detected by reading unexpected value from hall sensor pump error alarm. Customer was able to clear the alarm but unable to complete rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.